Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient and his daughter contacted lifescan alleging that a one touch ultra meter read inaccurately and was also displaying his last meter readings) during attempted testing. It is not clear as to what dates/times the alleged meter issues began. The patient's daughter mentioned that on an unspecified date/time, the meter had given him a result that said that he was okay. However, in an emergency room (ER), his blood glucose reading was "48 mg/dl." The patient reportedly received food and/or drink(s) as treatment in the ER in 2009, at 11:00 pm. During the time of concern, the patient stated that his "stomach was hurting real bad." No other symptoms were reported. The reporter also mentioned that the meter was also just showing a result of "101 mg/dl" whenever the patient tried to test. She claimed that the meter was displaying his last result after the "888's" were displayed. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what meter reading(s) he obtained prior to going to the ER, what date(s)/time(s) the meter readings were obtained, what actions the patient took in response to getting the last reading before he went to the ER, and what date/time the symptoms started. In addition, it would have been helpful to know what actions the patient took before and after the symptoms developed, what actions the patient took in response to the alleged meter issues, and what actions he took before going to the ER. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that his blood glucose was down to "48 mg/dl" and that he received treatment in an ER after the alleged meter read inaccurately.